Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1qdlg, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient complained of intermittent uncomfortable stimulation. There were no known contributing factors. The healthcare provider had reprogrammed the patient in their office. The patient had the lead and stimulator replaced and it was reported this resolved the issue. No further complications were reported or anticipated.